Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed multiple battery failed alarms. Customer was unable to clear the alarm. Customer's blood glucose was 43 mg/dl. After troubleshooting, device alarmed a failed battery test alarm. Customer declined the device being replaced. Customer will not be returning the device for analysis.